Manufacturer narrative:
Retainer ring black. Device passed the full functional test including the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total citation. No unexpected alarms noted during basal deliveries. No blank display anomaly noted. Device was monitoring no unexpected device heating up noted. Unit passed the self-test. However, device received with moisture damage noted on electronics assembly, motor, vibrator motor and battery tube assembly. Device received with fading serial number label and cracked case at battery tube side. Device p-cap or test reservoir locks in place properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had delivery anomaly. Customer stated that after insulin pump malfunctioned when she got out of the pool. She went to change reservoir and insulin pump turned off. Customer stated that insulin pump turn off got blank display. Customer stated that after getting out of pool insulin pump's battery compartment is overheating. Customer stated that the insulin pump got hot but their is no sign of water getting into the insulin pump only see scratch on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.